Event description:
The customer reported that the system would not boot up. This resulted in a total of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc kit, hard drive, video controller, display adapter, image processor, fluoro functions, generator interface and power switch were replaced. Calibration files were reloaded, and the dicom box was removed and activated. The system was tested and found to be working as intended and returned to service.